Manufacturer narrative:
Product was reported to be returning; however, it has not been received yet. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the ema device. The patient reported that gums and buccal tissue were red, itchy, irritated and sore. The patient developed symptoms after using the appliance for about 4 days. The symptoms lasted 4 days after the patient stopped using the appliance. The patient did not require additional treatment for the reaction. The patient has known grass and tree allergies. The patient has no relevant pre-existing condition. The appliance was rinsed off with water when cleaned. The dentist did not make any adjustment to the appliance prior to delivering to the patient. The appliance was also cleaned with water before delivery. The patient's status was reported to be normal.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the device was visually inspected and the results were summarized below: roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. General cleanliness - the device was found to have some debris and calcium deposits. Case was returned in a good condition with both label and warning label. Accessories: both left/right straps were intact. The root cause cannot be explicitly determined. It was reported that the patient used the device for several months without an issue. It was also reported that the patient no nown allergies prior to receiving or using the device. IFU-012544 rev 1.0 (ema instructions for use) states in precaution section: "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide or denture cleaner. It also states in the cleaning procedure, "brush the device carefuly with a soft toothbrush and use only clear cool water to rinse the device. Do not use soap to clean the appliance.